Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was evaluated and the evaluation determined that there were no defects found with the system or software and the system was operating properly and accurately. A photo of the knee with a femoral trial taken intraoperatively was provided and photo analysis confirms the described issue of visible posterior chamfer gap. The device log files were reviewed for this event. The investigation verified that there was 1.0 mm of under resected bone on the distal cut and 0.5 mm of under resected bone on the lateral compartment of the posterior cut. The over resected posterior chamfer was verified to be between 0.5 to 1.0 mm. Due to the under resected bone on the distal and posterior surfaces, it is possible that the 0.5 to 1.0 mm gap appeared larger. The reporter indicated that there was no negative impact to the patient outcome and no patient harm occurred. The root cause of a visible posterior chamfer gap between the resected surface and the femoral trial is likely due to inaccuracies/under resected bone on the primary cuts of the femur. An over resection of 0.0 - 1.0 mm can be exaggerated, when measured with the femoral trial, when under resected bone on the primary cuts exist. Therefore, the assignable root cause was determined to be traced to user, which is user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Concomitant medical devices and therapy dates, base station device, (B)(6) 2023. UDI: (B)(4).

Event description:
It was reported during a total knee arthroplasty procedure, it was observed that while using the robotic-assisted solution satellite station device, the surgeon experienced a mismatch on the cuts in a case where there was a decent sized "airball" on the chamfer. It was reported that all planes were checked with the pointer and appeared to be accurate on the screen, within 0.5mm, however the way the implant was sitting was "not correct". It was reported that the resections were showing to plan but during trialing, there were multiple millimeters of space on the posterior chamfer. It was reported that the distal resection had to be manually reduced. It was reported that the device was being used with a robotic assisted base station. It was not reported if there were any delays in the surgical procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization reported. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.